Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 12-aug-2024. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stent-assisted coil embolization targeting an aneurysm on the middle cerebral artery (mca), the 4.5mm x 28mm enterprise® vascular reconstruction device (enc452812 / 8484765) was impeded in the introducer and could not be pushed out and pushed into the concomitant microcatheter (competitor brand). The physician retracted the stent and observed that the stent was released automatically; the stent body was prematurely separated from the delivery wire. The physician replaced the stent to complete the procedure using the same microcatheter. There was no report of any negative patient impact. On 18-jul-2024, additional information was received. The information confirmed that the procedure was a stent-assisted coil embolization of an aneurysm on the middle cerebral artery (mca). An adequate, continuous flush had been maintained through the microcatheter. When the stent was removed from the patient, the stent / stent delivery did not appear damaged. The replacement stent was another 4.5mm x 28mm enterprise® vascular reconstruction device (enc452812). The information confirmed there was no delay in the procedure as a result of the reported issue.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8484765. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4.5mm x 28mm enterprise® vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. It was observed that the stent was detached from the unit. The delivery wire and the introducer were in good condition (i.e., no kinks, no bends, and no elongations). Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks). It was also noted to be fully expanded with both ends observed to be completely flared. The inner diameter (ID) and outer diameter (od) of the introducer component were confirmed to be within specifications. The issue regarding the stent being prematurely separated was confirmed based on the detached condition of the stent. Based on this, the issue regarding a stent not being able to be pushed into the microcatheter cannot be evaluated; the stent must be inside the introducer tube to perform the functional analysis. It is possible that the delivery wire was pulled sufficiently to disengage it from the stent; however, with the evidence available, a clear relationship between this finding and the issue reported cannot be drawn at this time. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the enterprise device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8484765. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendations: if resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.